Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. An increase in capture threshold was also noted. Patient was asymptomatic. Lead remains implanted. Patient will be monitored.